Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the procedure was to treat a chronically totally occluded (cto) lesion in the proximal right coronary artery (rca). A pilot 150 failed to cross, so an attempt was made to cross with the pilot 200. After two to three mins of trying to cross, the tip of the guide wire became stuck in plaque. The pilot 200 guide wire was removed and miracle bros 3 guide wire was advanced. As the new guide wire was advancing, it appeared under fluoroscopy that a portion of the guide wire remained in the coronary. The miracle guide wire was removed, and it was confirmed that it was the tip of the pilot 200 which remained in the coronary. A snare was unable to retrieve the separated tip; however, vascular forceps were successful. It appeared that the guide wire had separated at the tip of guiding catheter. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed the pilot 200 guide wire was returned with blood and contrast on the coils and core. The guide wire had separated 25.4 cm distal to the proximal end of the black polymer coating. The distal end of the separation including 4.6 cm of the core and coils as well as the tip ball was not returned. The fracture face on the proximal end of the separation was jagged and uneven. During the investigation, the distal end of the polymer coating was cut away to reveal the proximal end of the separation. No other damage to the guide wire was noted. A laser micrometer was used to measure the maximum outer diameter on the guide. This met manufacturing criteria. The distal end of the guide wire was dipped in red congo dye to verify that hydrophilic coating was present. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned pilot 200 guide wire. It was reported that the pilot 200 guide wire got stuck in the lesion and separated during removal. The sem analysis showed that the guide wire had been excessively fatigued at the core, and then separated from ductile overload. The cause of the fatigue is not described in the incident info and analysis did not identify why the guide wire was fatigued excessively. Historical info suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then, the bend cycling from the beating heart accelerates guide wire fatigue. In this instance, there is not any info about prolapsing the guide wire during the procedure, and therefore the cause of the fatigue is unk, but the sem analysis did not suggest that the separation was manufacturing related. The results of the sem also indicate that the guide wire coils were subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to separate due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped in the anatomy. The forces applied in the attempt to remove the guide wire exceeded the strength of the tip of the guide wire which fractured. Since no damage was noted prior to use, and based on the case description and the analysis, the reported separation appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. The lot history record was reviewed, and there were no non-conformities associated with this product lot number. This MDR is considered closed by the product performance group.